Manufacturer narrative:
(B)(4). Eval, results: (death, rupture), (type b dissection of the thoracic aorta), (device used with another MFR's stent for treatment of a type b dissection). Conclusions: (type b dissection of the thoracic aorta), (device used with another MFR's stent for treatment of a type b dissection).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a fusiform 53 mm x 152 mm thoracic aneurysm of zone 3 on (B)(6) 2010. The proximal neck diameter was 35 mm and distally it was 33 mm. The pt has a history of hypertension and was being treated for a type b dissection. It was reported that in addition to the talent thoracic stent graft another MFR's stent graft was also implanted into the lesion. The following day, the pt was transferred to general room from ICU. During conversation with her family, the pt status suddenly changed with pressure drop and loss of consciousness. It was suspected that the aneurysm ruptured and a rapid transfusion was performed; however, the blood pressure did not increase. The echocardiography indicated that there was a hematoma in the chest cavity and there was no cardiac tamponade. It was diagnosed as a thoracic aortic rupture. Cardio-pulmonary resuscitation was performed but the pt did not recover and expired and no autopsy was performed. The physician commented that the event relationship between the device and the procedure cannot be determined. No autopsy was performed and no add'l info was provided.